Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement for normal battery depletion of an implantable cardiac defibrillator (t175; ICD), the new ICD (f051) implanted with the existing right ventricular (rv; 0175) lead displayed out of range (oor) shock impedance measurements, which were greater than 125ohms. With the previous t175 device and during troubleshooting with that device, the lead displayed normal shock impedance measurements. However, when reconnected to the new f051 device, the shock impedance measurements remained out of range in triad configuration. Multiple configurations were attempted and the oor measurements were observed with the proximal coil and the new f051 device. Printouts were provided and evaluated by boston scientific technical services (ts) and did not provide any further conclusive information. No difficulty was experienced with lead insertion into the port of the f051 device and there was no noticeable terminal pin damage. The physician believes there is something wrong in the proximal port of the f051 model device due to this being his second experience with the same model ICD, but different model leads. He is concerned about product performance. The device remained programmed with shocking vector: distal coil to can, as shock therapy is assured in this configuration. The products were implanted in the patient and will continue to be monitored for performance. No additional adverse effects were reported. Following the procedure during additional discussion, ts recommended a full reevaluation of the pocket, connections, and/or x-ray to confirm secure setscrew connections and investigate any possible proximal coil damage.